Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump had flipped twice and he had to manually flip it back. A pouch was implanted. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the first pump flip occurred on (B)(6) 2018. The problem was not communicated to the surgeon until the week before (B)(6) 2018. There were no further complications reported at this time.